Event description:
Inflammation knee [joint inflammation] ([knee pain], [joint effusion], [knee swelling]) heavy knee [discomfort in joints]. Case narrative: initial information received on (B)(6) 2022 from (B)(6) regarding an unsolicited valid serious case received from a consumer/non-hcp (non-healthcare professional). This case involves an adult female patient who experienced inflammation knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection dosage 6 ml, route, frequency unknown (lot - unk) for unknown indication. On (B)(6) 2022, after latency of 1 day, the patient knee had become very swollen (joint swelling) and was in excruciating pain (arthralgia). After a week of rest, analgesics, oral corticosteroids and ice, the patient remained the same, about 40ml of fluid was extracted (joint effusion; start date: 2022; latency few days). The following week, returning again to the state of inflammation (arthritis; intervention required) and pain, fluid was extracted again, this time in less quantity. On (B)(6) 2022, the patient still had a swollen and heavy knee (joint discomfort). The traumatologist told that it was an adverse effect of the hyaluronic acid. Corrective treatment- analgesics, oral corticosteroids and ice for excruciating pain knee, inflammation knee, knee had become very swollen, about 40ml of fluid was extracted and not reported for joint discomfort. At time of reporting, the outcome was unknown for the event inflammation knee.

Event description:
Inflammation knee/ arthritis [injection site arthritis] ([arthrocentesis], [discomfort in joints], [joint range of motion decreased], [injection site joint pain], [injection site joint effusion], [injection site joint swelling]) case narrative: initial information received on 16-may-2022 from spain regarding an unsolicited valid serious case received from a consumer/non-hcp (non-healthcare professional). This case involves 69 year old female patient who experienced inflammation knee/ arthritis with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had synvisc one injection in aug-2021 and reported that she was fine without pain for 9 months and that was why she decided to had it injected again. At the time of the event, the patient had ongoing kidney problems. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection, liquid solution, dosage 6 ml, (strength: 48mg/6ml) (unknown route, frequency, batch number, expiry date and indication) injected by traumatologist. Information on batch number and expiry date requested. On (B)(6) 2022, after latency of 1 day, the patient knee had become very swollen (injection site joint swelling) and was in excruciating pain, severe pain (injection site joint pain). After a week of rest, analgesics, oral corticosteroids and ice, the patient remained the same. The patient was there for a week until they decided to extract the fluid that was produced in the knee and about 40ml of fluid was extracted (injection site joint effusion and aspiration joint; start date: may-2022; latency few days). The following week, returning again to the state of inflammation (injection site joint inflammation; intervention required) and pain, four days after the first extraction fluid was extracted again, this time in less quantity. On (B)(6) 2022, the patient still had a swollen and heavy knee (musculoskeletal discomfort) (onset: 2022 and latency: few days). The traumatologist told that it was an adverse effect/reaction to the hyaluronic acid. It was not the first time the patient had been injected with hyaluronic acid. Patient had three weeks of rest with ice to reduce the inflammation. In the hospital emergency room they injected the patient with cortisone and prescribed her to take urban for 5 days, it gave her some relief, but what really helped was that they took 40ml of fluid out of knee. No tests were done. Today ((B)(6) 2022) after a month and a half patient still had discomfort and was waiting to do rehabilitation since patient had lost mobility in the knee (joint range of motion decreased; onset: 2022; latency few days). The patient did not take anti-inflammatories because due to kidney problems. Patient took analgesics. Patient was always treated by a traumatologist and cannot send the lot number because she did not have the acid box, only the package insert. When the patient consulted another traumatologist about what had happened, he told, the puncture produced an inflammation and now there was an arthritis that needed to be treated. Action taken: not applicable corrective treatment: cortisone and clobazam (urbanyl) for arthritis, analgesics (unspecified), oral corticosteroids (unspecified) and ice for injection site joint inflammation. At time of reporting, the outcome was unknown for the event injection site joint inflammation. A product technical complaint (ptc) was initiated on 25-apr-2022 for synvisc one (batch number and expiry date: unknown) with global ptc number: 100349177. The sample of the ptc (product technical complaint) was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii - ((B)(6) ). Investigation: ((B)(6) 2023) the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis to determine if a CAPA (corrective and preventive action) was required. The final investigation for the ptc was completed on 18-aug-2023 with summarized conclusion as '¿no assessment possible'. Additional information was received on 13-jun-2022 from the physician (traumatologist). The case became medically confirmed. Event verbatim of inflammation knee/ arthritis was updated. Corrective treatment was added. Medical history added. Symptom was added. Text amended accordingly. Follow up information was received on 25-apr-2022 (captured as 13-jun-2022 to avoid e2b negative acknowledgement) from healthcare professional via quality department. Global ptc number added, strength added. Text amended accordingly. Additional information was received on 18-aug-2023 from healthcare professional via quality department. Ptc results were added. Text amended accordingly.